Event description:
Unable to deploy advanix biliary cbd stent properly, had to use hemostat to deploy stent from introducer. Inner wire pulled through side of introducer when gastroenterologist was attempting to deploy stent. Reason for use: biliary stenting.